Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer stated that he received a no delivery and had high blood sugar of 400 mg/dl and gave himself 15 units 2 different times before changing the infusion set. The customer stated that after the second time changing the infusion set, the customer stated his cannula was bent. The customer stated that corrected the issue. The customer also stated that he didn't want to troubleshoot because he had fixed the issue. The product was not returned for analysis.